Manufacturer narrative:
Qa investigation into lot s10772 resulted in no remarkable findings and no deviations and no nonconfromances revealed. (B)(4) devices were released to finished goods and (B)(4) have been distributed. Of the (B)(4) distributed, (B)(4) have been reported as implanted. No other complaints against lot s10772 were revealed. Lot s10772 was aseptically processed, terminally sterilized and met all qc release criteria.

Event description:
Patient implanted with strattice device (lot: s10772-023, catalog: 1620002) during incisional hernia procedure. Strattice tore and contracted forming wadded up balls and was removed 7 years later.